Manufacturer narrative:
On november 5, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On november 18, 2021, mentor received additional information indicating that the patient also suffered left breast pain, left breast erythema, and bilateral breast ptosis. In addition, the right breast implant was found to be intact upon removal. The patient underwent bilateral removal and bilateral replacement with the following devices: (left) 300cc mentor memorygel breast implant catalog: 3503001bc lot: 9594318 sn: (B)(6) and (right) 300cc mentor memorygel breast implant catalog: 3503001bc lot: 9495017 sn: (B)(6). On november 19, 2021, mentor received additional information indicating that the correct date of implantation of the suspect medical device was on (B)(6) 2011. Reason for device explant and/or reoperation: material rupture, breast pain, skin reaction, ptosis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 19, 2021, mentor received additional information indicating that the patient has been diagnosed with possible bilateral breast implant ruptures and has been scheduled for bilateral implant explantation surgery on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: material rupture. Rupture on the right breast implant will be reported under mrn: 1645337-2021-10125. This medwatch form is for the left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 1, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 300cc breast implant was found to be ruptured. In addition, an anomaly was observed on the edges of the tear consistent with a shell abrasion. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold, and the nipple points downward. Augmentation alone, without consideration of the ptosis, can produce a less than desirable cosmetic result known as a "rock in a sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. A skin reaction is a noticeable change in the texture and/ or color of the skin. This can include bumps, scales, pustules, or redness that can be inflamed, irritated, painful, or itchy. This can be due to a variety of factors such as infections, heat, allergens, or immune system disorders. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two 300cc mentor memorygel breast implants, suffered spontaneous left breast implant rupture, post-procedure. The rupture was diagnosed via mammogram on (B)(6) 2021 and was again confirmed via MRI on (B)(6) 2021. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.